Manufacturer narrative:
Manufacturer¿s investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues and a correlation to the reported event could not conclusively be determined. (B)(6) was returned assembled with the pump cable severed approximately 12 inches from the pump header. The remainder of the pump cable was returned with the modular cable properly connected to the inline connector. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The cuff lock was disengaged and the apical cuff was returned detached from the cuff lock. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The instructions for use lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate 3left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(6). Age of device: 24 months, 11 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient was transplanted on (B)(6) 2019. Patient was on transplant list for a couple years but status was upgraded due to recurrent ventricular tachycardia (vt). On (B)(6) 2019, it was decided to return the pump for analysis for a possible thrombus in pump since patient had a stroke 2-3 days after the transplant.